Event description:
It was reported that the following issue was observed on the device: damaged door, replaced door with a new part and performed a safety check. Additional notes provided by the facility¿s clinical engineering support services include: damaged door, replaced door with a new part and performed a safety check. Reported problem cause description: incidental. There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.